Event description:
On (B)(6) 2013, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for cardiac tissue repair and a reported case of endocarditis. Details of the event are provided below. On (B)(6) 2013, a doctor reported that a pt who had a cormatrix ecm tricuspid valve was referred to their institution for an echocardiogram to assess for endocarditis. A transthoracic echocardiogram (tte) was performed and the tricuspid valve appeared markedly abnormal. The pt was found to have endocarditis of the tricuspid valve. The doctor reported that pt was male, in his early 30s, and had a prior history of endocarditis. The doctor indicated that the pt had a history of intravenous drug use which likely contributed to the endocarditis. The pt was being treated with antibiotics and was transferred back to the managing hospital, following the echocardiogram. The doctor had no further information regarding the original implantation of the cormatrix ecm or time between implantation and occurence of the endocarditis.